Event description:
It was reported that not loading properly.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and no clip in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. On the second attempt, the clip was unable to load , and the trigger became jammed. At this time, it was observed that the feeder tab was protruding from the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The first feeder tab was severely bent due to the clip stacking. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "loading issue" was confirmed based upon the sample received. One device was returned with the rotation tab bent and no clip in the first position of the channel. Upon functional inspection, no clip fired on the first attempt. On the second attempt, the clip was unable to load. The trigger became jammed and the feeder tab was protruding from the channel. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The first feeder tab was severely bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73l1800733 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that not loading properly.